Event description:
This is a follow-up to clarify the event. Upon connection of the new atrial lead to the old device, high capture threshold was observed. The physician suspected that device was at fault upon further testing. The device was explanted and replaced. There were no complication during the procedure and the patient was in stable condition.

Manufacturer narrative:
(B)(4). No conclusion code available. Final analysis found the reported field event of capture and sensing anomalies were confirmed in the laboratory. The device was tested on the bench and the anomalous atrium sensing, pacing, and impedance measurements were noted. Further evaluation traced the issue to a broken head wire associated with the atip electrode. The cause of the field event was a broken head wire on the atip electrode.

Event description:
It was reported that the patient with pacemaker syndrome presented at the hospital for an atrial lead revision due to noise, high capture threshold, high impedance, loss of capture and no sensing. The lead was capped and replaced, and connected to a new device. There were no complication during the procedure and the patient was in stable condition.